Event description:
The surgeon complained that he could not remove the flexible humeral nail from the pt. The pt's fracture had healed, but the pt developed bursitis and experienced pain. During the procedure the surgeon had to enlarge the incision to dig around the implant and remove some bone. The attempted removal resulted in a fracture in the proximal lateral cortex of the bone. The nail remains in the pt and there are no further plans for removal.